Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported when using the bd pyxis¿ es server, patients were not crossing to the station. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d concomitant med prod data upon investigation of the actual device used in this incident, it was determined that the all patient not crossing to the stations. A technical support specialist and hospital information technology (it) done a meeting and had taken additional measures throughout the day to reduce the number of changes between each delta synchronized before the downtime window and was expected to reduce or eliminate the extended job completion times seen in the previous two nights. Tss confirmed server¿s storage had been moved from spinning disks to solid-state drives, which greatly reduced latency but did not eliminate it. Tss confirmed hospitals were still experiencing delays, so patient/order examples were requested to determine whether the issue was with carefusion coordination engine (cce), pyxis data base/app servers, or external systems. Tss explained one example from sacred heart bay hospital did not show delays on the bd side. Pharmacy and hospital it had agreed on a larger downtime window to allow for unexpected delays during the vm migration process and to provide time for controlled backout procedures if needed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, patients were not crossing to the station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this incident.